Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
Customer reported air contamination and potential air to donor. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.